Event description:
It was reported that the user was unable to attach the connector to the ilet during a supply change, and the agent instructed the user to replace the connector, after which use continued. Symptoms included no alerts or alarms and no adverse clinical effects. Outcomes included no reported impact to health and no hospitalization. Customer care provided support that included troubleshooting and user education performed remotely. Investigation of this case revealed a connector attachment difficulty consistent with a device use issue involving the connector component, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling or technique.

Manufacturer narrative:
Initial.